Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had received a variance report from 7hv on a 16 french temperature sensing foley. The patient had reported feeling a ¿pop¿ and had called the registered nurse into the room. The foley had come out, and the registered nurse noticed that the balloon appeared to be ¿popped.¿